Event description:
Baxter phillipines reports a fiber leak noted on the first use of the ca 90 dialyzer during the middle of pt dialysis session. The health care provider reports no pt injury or medical intervention required.